Event description:
It was reported that the surgeon was unable to navigate the graft in the application because the navigation points were not marked. Nevertheless, the product was implanted successfully, and the surgical procedure was completed without complications.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.